Event description:
Per the clinic, the patient reported feeling a throbbing sensation while lying on his implanted side the night of (B) (6) 2009. The following morning he experienced dizziness with or with out use of the device. The results of a CT scan indicate normal device placement.

Manufacturer narrative:
(B) (4).